Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. The returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that at approximately 24cm from the tip of the catheter there was a break in the hypotube. A functional test could not be done due to the damage of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that an error message displayed. An angiojet solent omni catheter was selected for a deep vein thrombectomy procedure. An error message displayed during the priming process when the device was outside of the patient. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable. However, device analysis revealed that the hypotube was broken.